Event description:
Relief only lasts for 4 months not 6 asnd the ins will not pay for early refills. Dose or amount: synvisc-one. Frequency: q6mo. Route: ia. Diagnosis or reason for use: m17.11, m17.12, m17.9. Is the product compounded: no. Is the product over-the0counter: no. Prescriber name: (B)(6). Street address: (B)(6). City: (B)(6). State: (B)(6). Zip: (B)(6). Phone: (B)(6). Fax: (B)(6). Email: (B)(6).